Event description:
On (B)(6) 2013, on a (B)(6) blog it was reported that the subject meter read inaccurately high compared to another device. It was noted that the reporter claimed that the subject meter read "consistently higher, sometimes up to 40-45 points difference" when compared to another device. Specific values were not provided. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.